Event description:
The manufacturer received information reporting a dreamstation 2 advanced auto CPAP device was overheating. The patient reports when water was put into the device it began to boil and became hot. The patient states they will not return the unit. The unit was plugged into the wall when in use. There were no reports of smoke, fire, melting, warping or voids/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.